Event description:
It was reported that there was a deployment problem during iliac angioplasty and stenting. Reportedly, the deployment system was not fixed properly at the proximal end of the deployment handle. When the handle was used, the outer catheter did not expose the stent due to the unfixed flushing point. The physician removed the undeployed stent, replaced it with another stent and proceeded. New info: the returned sample showed that the stent had been exposed/deployed for 5mm.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device (the stent component only) to a PMA approved device sold in the (B)(4) under #(B)(4). The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. The device was returned for eval. The safety clip was missing. The system was attached on the slide, but detached at the proximal end of the handle. The handgrip was completely triggered, and the system protruded 135 mm out of the proximal end of the handle. The stent was partially released for 5 mm, with the inner catheter protruding 10 mm out of the tip of the outer sheath. Based on the eval results, it is confirmed that the delivery system was not fixed at the proximal end due to attachment of grip components. The condition of the sample in combination with the info received lead to the conclusion that the system was clipped out of the grip proximally and finally resulting in a partially released stent. The event was related to the operation of the delivery handle and but definitive root cause could not be determined. However, preventative action has been implemented. A conversion tab has added to the proximal end of the handle to prevent unintentional dislodgement when excessive forces are applied during use. It should be noted that this particular delivery system is obsolete and was never distributed in the u.s.